Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient. Follow-up attempts have been made for additional information regarding this event. No additional information is available at this time.